Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h834434704, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (16000 mcg/ml at 2547 mcg/day) via an implantable infusion pump. It was reported that at the patient's regularly scheduled elective replacement indicator (eri) pump replacement, there was no cerebrospinal fluid flow observed from the catheter, and it was replaced. The cause of the event was undetermined. The catheter was replaced on (B)(6) 2019. The issue was considered resolved. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The patient's weight was provided. No further complications were reported.